Event description:
Per the clinic, the patient underwent skin flap revision surgery (date not reported), due to reported coil retention issues. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.